Event description:
It was reported that following a fall the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60 cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000157097.

Manufacturer narrative:
Correction: b5 - it was reported that following a fall the patient experienced ineffective therapy should have been it was reported that the patient experienced ineffective therapy. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that x-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted, and one lead was replaced to address the issue.